Manufacturer narrative:
The complaint received states that post stent implantation this patient has experienced multiple events of coronary restenosis. This patient with a history of severe coronary artery disease (8 prior interventions) was admitted for stable angina and enrolled in the (B)(6) study. Angiography revealed a 70%, in-stent restenosis of a previously implanted promus stent in the mid rca. The lesion was not predilated. A 3.5 x 18mm cypher stent was deployed to 24 atms without complication. Approximately 10 months later the patient presented with angina. Angiography revealed a lesion in the distal rca (tv/ntl). This was treated with ptca. The lesion in the distal rca was greater than 5mm from the previously implanted cypher stent in the mid rca. It was reported that there were multiple stents previously implanted in the rca. On (B)(6) 2003, angiography revealed 95% stenosis in the distal rca. The indication for the procedure was angina. The lesion was de novo and not calcified. A 2.5 x 28mm and a 3.5 x 18mm cypher (lot and catalog numbers unknown) were implanted at 16atm by direct stenting in overlapping fashion. There was less than 10% residual stenosis. On (B)(6) 2005, there was 99% stenosis in the mid and distal rca and within the 2.5 x 28mm cypher. The indication for the procedure was unstable angina. The lesion was treated with balloon angioplasty. On (B)(6) 2007, there was 90% instent restenosis of the 2.5 x 28mm cypher stent that was treated with a 3.5 x 8mm cypher overlapping the previous stent. The indication for the procedure was recurrent angina. On (B)(6) 2007, there was stenosis within the previous 2.5 x 28mm cypher that was treated with a taxus 3.0 x 12mm stent. The indication for the procedure was recurrent angina. On (B)(6) 2008, a lesion in the proximal to mid rca that was treated with a 3.5 x 23mm promus stent. There was also 75% stenosis within the 2.5 x 28mm cypher that was treated with a 3.0 x 23mm and a 3.5 x 28mm promus stent. The indication for the procedure was recurrent angina. The promus and taxus stents completely covered the cypher stents at that point. On (B)(6) 2009, it was reported that there was 95% restenosis in the distal rca with one of the stents were undersized with possible malposition of a stent. It was confirmed that the cypher stents were covered by non-cordis stents. On (B)(6) 2010, during the index procedure for the (B)(6) study, a 3.5 x 18mm cypher was implanted in the mid rca due to instent restenosis of the previously implanted 3.5 x 18mm stent. On (B)(6) 2010, there was distal rca instent restenosis that was treated with cutting balloon angioplasty. The stenosis was within 5mm of the study stent. The indication for the procedure was recurrent angina. On (B)(6) 2011, the patient had 80% stenosis in the distal rca that was not within 5mm of the study stent, but the study stent had 20% stenosis. According to the investigator, this stenosis was not related to the cypher stent. According to the investigator, the revascularization was not related to the cypher stent. The stents remain implanted thus unavailable for analysis. There are no sterile lot numbers available for the non-study stents, thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event. There is no indication of any device performance issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00001, 3003742446-2010-00483 and 3003742446-2012-00002.

Event description:
Additional information, received on (B)(4) 2011, determined that this file was MDR reportable. It was reported that there were multiple stents previously implanted in the rca. On (B)(6) 2003, angiography revealed 95% stenosis in the distal rca. The indication for the procedure was angina. The lesion was denovo and not calcified. A 2.5 x 28mm and a 3.5 x 18mm cypher (lot and catalog numbers unknown) were implanted at 16atm by direct stenting in overlapping fashion. There was less than 10% residual stenosis. On (B)(6) 2005, there was 99% stenosis in the mid and distal rca and within the 2.5 x 28mm cypher . The indication for the procedure was unstable angina. The lesion was treated with balloon angioplasty. On (B)(6) 2007, there was 90% in-stent restenosis of the 2.5 x 28mm cypher stent that was treated with a 3.5 x 8mm cypher overlapping the previous stent. The indication for the procedure was recurrent angina. On (B)(6) 2007, there was stenosis within the previous 2.5 x 28mm cypher that was treated with a taxus 3.0 x 12mm stent. The indication for the procedure was recurrent angina. On (B)(6) 2008, a lesion in the proximal to mid rca that was treated with a 3.5 x 23mm promus stent. There was also 75% stenosis within the 2.5 x 28mm cypher that was treated with a 3.0 x 23mm and a 3.5 x 28mm promus stent. The indication for the procedure was recurrent angina. The promus and taxus stents completely covered the cypher stents at that point. On (B)(6) 2009, it was reported that there was 95% restenosis in the distal rca with one of the stents were "undersized" with "possible malapposition of a stent." It was confirmed that the cypher stents were covered by non-cordis stents. On (B)(6) 2010, during the index procedure for the (B)(4)study, a 3.5 x 18mm cypher was implanted in the mid rca due to in-stent restenosis of the previously implanted 3.5 x 18mm stent.

Manufacturer narrative:
Due to elevated troponin post-procedure, the cec adjudication committee determined that the patient experienced a peri-procedure myocardial infarction. On (B)(6) 2010, there was distal rca in-stent restenosis that was treated with cutting balloon angioplasty. The stenosis was within 5mm of the study stent. The indication for the procedure was recurrent angina. On (B)(6) 2011, the patient had 80% stenosis in the distal rca that was not within 5mm of the study stent, but the study stent had 20% stenosis. According to the investigator, this stenosis was not related to the cypher stent. Additional information will be provided within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00001, 3003742446-2010-00483 and 3003742446-2012-00002.